Event description:
It was reported that fluid leaks occurred with the connection between one of the connectors on the solo used in the patient and the infusion joint in the second month following the procedure. The problem persisted after a joint replacement. The catheter was removed after the completion of the treatment cycle for treatment.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of leak at the connector was unconfirmed since the problem could not be reproduced. One 5fr dual-lumen powerpicc solo was returned for investigation. The catheter exhibited evidence of use. Non-vad injection caps had been attached to each solo connector. Residue that was consistent with a dressing remained on the molded wing and the extension legs. The printing was worn from the extension legs. The d/l tubing had been trimmed near the 44cm depth mark. A functional test and a microscopic examination revealed no leaks, cracks, or breaks in the solo connectors with or without the injection caps. No leaks were observed at the interface between the connectors and injections caps or extension set tubing. Since no leaks could be replicated in the device, the complaint was unconfirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that fluid leaks occurred with the connection between one of the connectors on the solo used in the patient and the infusion joint in the second month following the procedure. The problem persisted after a joint replacement. The catheter was removed after the completion of the treatment cycle for treatment.